Event description:
It was reported that there was a loss of stimulation/therapeutic effect. The action required as a result of the event was reprogramming. No diagnostic testing or troubleshooting was performed. The issue was resolved and the cause of the issue was not determined. It was noted that the patient¿s stimulator had turned off during the night. The healthcare professional saw the patient on the day following the device turning off and turned it back on. The cause of the stimulator turning off was unknown. Patient was alive with no injury. A patient symptom associated with the event was less than 50% therapy relief at an unknown location. The tremor increased while the device was turned off.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v085136, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).